Manufacturer narrative:
No product is expected to be returned as this was a medwatch report and the person and the facility that reported the incident are unknown.

Event description:
It was reported that there was an unclamping issue with a sureform 45 stapler. No other information was provided. On 05-dec-2023, intuitive surgical, inc. (Isi) received mw5148090 stating: unclamping mechanism failed.